Event description:
Implanted 1999. Patient alleged tsrh had "premature failure and fracture" requiring another surgery in 1999 to replace it. Patient also alleges the replacement implant broke and was discovered four months later . It was explanted 2000. In 9/2001, patient alleges "nerve injury".